Manufacturer narrative:
Correction e4 . The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis : the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported that a patient was being escalated from a impella cp to a 5.5. The escalation was successful; however, it was noted that post impella 5.5 placement and cp removal, the decision was made to check the femoral artery. Small micro puncture access was obtained and images were taken. A large clot in the superficial femoral artery/profunda bifurcation was noted. An open thrombectomy procedure was completed and the groin site was closed surgically.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.